Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of four (4) years, three (3) months due to severe stenosis. The patient presented with symptoms of heart failure - shortness of breath. The procedure was performed with a 29mm 9755rsl transcatheter valve successfully.

Event description:
It was reported and learned through investigation that a patient with a 27mm 7300tfx valve in the mitral position underwent a valve-in-valve procedure after an implant duration of four (4) years and three (3) months due to stenosis. The patient presented to the hospital with heart failure and dyspnea. A tmvr procedure was performed with a 29mm 9755rsl transcatheter valve without any evident complications. Postoperatively, the patient was transferred to pacu for recovery.

Manufacturer narrative:
Added information to d4, h4, h6. Corrected b5. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely root cause is patient-related factors, including end stage renal disease and hyperlipidemia.